Manufacturer narrative:
The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that post-operatively on a laparoscopic hysterectomy, it was noticed that one of the white pieces of plastic at the back of the device jaw was missing. Since the surgeon was not aware of the piece missing until after the surgery, it is unknown whether or not it is in the pt. The surgeon feels the piece is only approximately 1mm in size and as such did not feel it was necessary to x-ray the pt to determine whether or not the plastic piece was left in.